Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" and "nodule" confirmed via MRI. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.5, b.5, d.6b, h.6.

Event description:
Device was explanted. Device will be returned.